Manufacturer narrative:
Additional details were noted in the record, and it was reported that the device does not need to be repaired, and that the hospital and dealer would being handling the issue. It was requested that the order for parts be cancelled. Additional information is being requested, if/when received a follow up will be submitted.

Event description:
Philips received a complaint from the key market (km) responder reported that the customer's v60 ventilator had a blower that does not work. There was no patient involvement when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
Additional details were noted in the record, and it was reported that the device does not need to be repaired, and that the hospital and dealer would being handling the issue. It was requested that the order for parts be cancelled.